Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.